Event description:
The rptr stated that the tip of the screwdriver broke during use in a surgical procedure. A lag screw was being inserted. The surgery was for introduction of a panta nail, which is an intermedullary tibio-talo-calcaneal arthrodesis nail. There was no injury to the pt. There was no significant increase in the length of the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.